Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient was undergoing a revision of both systems. The scs leads were not providing adequate coverage and the ipg was approaching end of life. The drg t12 lead had an invalid impedance resulting in a loss of therapy. The drg ipg was causing pocket site pain. During the revision both scs leads and scs ipg were replaced. The drg t12 lead was replaced. The drg ipg was repositioned. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05044, 3006705815-2023-06840. It was reported that the patient's scs system was not providing adequate therapy. Additionally, the patient's drg system had impedance issues and patient experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein both systems were explanted and replaced and the drg ipg was repositioned on (B)(6) 2023 to address all issues.